Manufacturer narrative:
The field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, error c-30 when user wanted to use the monopolar. The technical support engineer (tse) confirmed c-30 pointing to integrated electrosurgical unit (iesu) fault. The customer had tried to replace the monopolar cable, instrument, and changed port prior to calling into tech support. The tse asked the customer to power cycle the iesu; however, the c-30 error returned immediately after the customer tried to apply monopolar energy. Also, the customer did not have a force triad or another iesu available. It was stated that surgeon would finish the surgery without the monopolar energy. The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. Error c-30 was present in the error log. The unit was placed on an in-house system and was run in normal mode. The unit had no significant scratches or dents. The front bezel was not cracked.

Manufacturer narrative:
The unit was sent to and evaluated by the original equipment manufacturer (OEM). Initial fa findings were confirmed and reproduced. The motherboard, the hf generator, the cpu, and the sensor board were damaged.

Event description:
Refer to h10/h11 for follow-up information.